Event description:
I was scheduled for an MRI of my knee due to an acute injury. My spinal cord stimulator battery failed to charge and I was and still am unable to charge the device. This is necessary prior to getting an MRI in order for safe use. The spinal cord stimulator must be fully charged and switched to MRI mode. With the battery not charging, I can't get treatment for my knee injury. Boston scientific is charging (B)(6) to replace the charging base. I don't have the means to pay it and am unable to get necessary medical treatment because of it. I have a stat MRI pending and am currently needing crutches to walk. This will lead to additional health issues if my knee injury remains untreated. This delay in medical care is due to boston scientific's defective medical device and not providing properly functioning charging equipment.